Event description:
It was reported that during on-site visit that multiple air-in-line alarms were noted. The clinician reprogrammed antibiotics using basic infusion and the alarm stopped. The product issue was reported to the associate during site visit. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.